Manufacturer narrative:
The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) the patient's oxygen levels dropped while the pocket was being sutured. A rebreather mask was applied, however the patient continued to deteriorate into pulmonary edema. Medication was administered and the patient stabilized. During the post operation check tachycardia was noted which appeared to be supraventricular tachycardia (svt). Anti-tachycardia pacing and shocks were delivered but did not convert the svt. No adverse patient effects were reported related to the svt. All lead diagnostics were acceptable and stable.